Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test (B)(4) the customer experienced false positives. This is a single report of six occurrences. Results were seen and reported by the customer. The following information was provided by the initial reporter: problem description: " false negatives!! This test was highly inaccurate! We used three different boxes and all tests in all three boxes came back positive even though other antigen tests and pcrs were negative." ·

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ at-home covid-19 test (eua (B)(4)) the customer experienced false positives. This is a single report of six occurrences. Results were seen and reported by the customer. The following information was provided by the initial reporter: problem description: " false negatives!! This test was highly inaccurate! We used three different boxes and all tests in all three boxes came back positive even though other antigen tests and pcrs were negative." ·

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a false positive result however pcr test was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.